Event description:
It was reported that partial stent deployment occurred. A 6x150x130 innova self-expanding stent was selected for a procedure in the heavily calcified superficial femoral artery (sfa). The lesion had minimal tortuosity and pre-dilation was performed with no yielding of the calcium. A contralateral approach was used to access the lesion. During deployment, the stent stopped deploying after 5cm. There was some difficulty removing the stent. The entire delivery system and stent were able to be pulled back into the sheath and removed. The procedure was completed without any stent being used and there were no patient complications.

Event description:
It was reported that partial stent deployment occurred. A 6x150x130 innova self-expanding stent was selected for a procedure in the heavily calcified superficial femoral artery (sfa). The lesion had minimal tortuosity and pre-dilation was performed with no yielding of the calcium. A contralateral approach was used to access the lesion. During deployment, the stent stopped deploying after 5cm. There was some difficulty removing the stent. The entire delivery system and stent were able to be pulled back into the sheath and removed. The procedure was completed without any stent being used and there were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an innova self-expanding stent system with a .035" guidewire stuck inside. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed buckling to the outer sheath at 37.3cm, 39.9cm, and 40.1cm from the nosecone. There are multiple kinks along the inner liner that is exposed. There is a kink to the outer sheath at the nosecone. There is buckling to the proximal inner where the clip is located. The middle sheath appears to have been pulled out of the retainer. Microscopic examination revealed damage to the tip. Inspection of the remainder of the device, revealed no other damage or irregularities.